Event description:
Access was obtained via the right femoral artery. An introducer sheath was placed followed by a guide catheter (gc). Left coronary artery (lca) was engaged and angiography was performed. Several gc exchanges occurred. Right coronary artery (rca) was engaged and angiography was performed. Percutaneous coronary intervention (pci) standard guide wire was placed across the rca target lesion and two successive balloon angioplasty procedures (pre-dilations) were made followed by a third pre-dilation, which was performed with a second balloon. An intravascular imaging (ivus) catheter was used without incident to image a mid rca lesion and after successfully completing the imaging run, a dissection was noted. It was reported that the pci wire malfunctioned. Two different attempts were made to place new wires unsuccessfully. The arterial sheath was exchanged for an intra-aortic balloon pump (iabp) linear catheter. Emergent transport was contacted. An introducer sheath was inserted in the right femoral vein. A swan-ganz catheter was inserted and advanced to the right heart. The arterial and venous sheaths and iabp were secured in place and a pressure line was connected to the arterial sheath. The pt was transferred by air to another facility for bypass surgery. The pt's current condition is unk. No info could be obtained to determine when and why the dissection occurred and the relationship of the event to the use of the ivus catheter. Cross reference for apex balloon: #2134265-2009-05863.